Event description:
It was reported that the patient presented for a follow up. Chest x-ray revealed right atrial (ra) lead dislodgement. The ra lead was capped and replaced (B)(6) 2016. The lead was extracted (B)(6) 2021 during an unrelated procedure. Patient consequences were not reported.